Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during surgery of nail removal (planned surgery), using screw extractor size 1, the surgery was completed, but also it was broken when it was removed from the explanted lag screw. Device inside the patient. Pieces fell inside the patient and it is unknown if/how the pieces were extracted. The procedure was completed using a s+n back-up device. Surgery was 30 min delayed. Patient was not harmed. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and revealed that the device is broken. The clinical/medical investigation concluded that, it has not been reported whether the broken tips of the two (2) meta-tan lag screwdriver and the pieces of the broken screw extractor size 1, were retrieved from inside of the patient. No clinically relevant supporting documentation was provided for review. Therefore, the root cause of the reported breakages could not be determined. These devices are comprised of stainless steel, and they are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. According to the report, the surgeon completed the surgery using a s&n back-up device with a 30-minute surgical delay. Although it was reported the patient was unharmed, if the broken pieces were retained, their location inside of the patient¿s body is unknown. Consequently, we cannot make any conclusions on the impact of the non-implantable foreign bodies to the patient. However, we cannot rule the possibility of local irritation, micro-motion/migration, tissue inflammation, and/or pain as potential side effects to the patient if any portion of the devices was retained. Therefore, no further medical assessment can be rendered at this time. Should any additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported incident could be corroborated as the picture reveals that the device is broken. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.